Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated (03/01/2011) by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/22/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:00pm. The patient reported blood glucose results of "109 and 36 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reportedly takes insulin to manage her diabetes. At the time of the of the allege issue, the patient denied taking any action regarding her diabetes management regimen. The patient indicated she was feeling shaky and weak 15 minutes prior to the start of the alleged issue. On the onset of the alleged issue, the patient indicated she tested on another meter (brand unknown) and obtained a result of "41 mg/dl". Due to the alleged low readings and symptoms, the patient immediately self treated with food and/or drink. At the time of troubleshooting, the cca noted the results were from the same approved sample site, the subject meter's unit of measure was set correctly, and the patient's process for testing was correct. The patient was not able to perform a quality control test since the patient did not have the control solution available. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the product caused or contributed to this serious injury. The patient's symptoms and treatment correlated with the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.